Event description:
Device malfunction: unknown. Symptoms/ae: bleeding, hematoma. Time of ae: during vessel closure/post procedure. It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a starclose device after an interventional procedure. An unspecified device failure occurred and a femstop was used to achieve hemostasis. Post procedure, the patient developed a right groin hematoma and anemia. Additionally, post procedure the patient became bradycardic and hypotensive secondary to a vagal response and blood loss. The patient was treated with IV fluids and the bradycardia resolved. One day post procedure, the hypotension resolved; however, the patient began to experience unstable angina secondary to the anemia. The patient was treated with nitroglycerine and received 4 units of blood. Three days postprocedure, the angina resolved. Four days post procedure, the anemia resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.